Event description:
Customer reported that while ventilator was on patient in the c.c.u, the nurse observed that the monitor display shrank, became garbled and went blank. The ventilator then ceased delivering breaths and did not produce any audible or visual alarms. There was no patient harm or change in therapy. The biomed inspected the device and found an e06 posted in the inoperative history coinciding with the time of the nurse's observation. A full performance verification was performed and the device met all specifications. The internal battery was fully functional and the 4.8v power loss battery measured 5.2v, exceeding performance requirements. A mallinckrodt service representative inspected the device and was unable to duplicate the reported problem. Precautionary repairs were made and the device was returned to use. Cse inspected device on dd1404 - the gpu and alarm driver were replaced to be returned for inspection - no problems were found with the device.